Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer (who is also an md) reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 530, 213, 174, 289 and 376 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform back to back blood tests during the call on (B)(6) 2017. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :530mg/dl date: (B)(6) 2017 time:3:20 pm fasting. Result 2 :213mg/dl date: (B)(6) 2017 time:11:00 pm fasting. Result 3 :174mg/dl date: (B)(6) 2017 time:1:00 am fasting. Result 4 :289mg/dl date: (B)(6) 2017 time:12:00 pm fasting. Result 5 :376mg/dl date:12/22/2017 time:5:00 pm fasting. The customer is concerned with all five results.